Event description:
Olympus was informed that during the turis procedure the unspecified error was displayed on the front panel. The facility changed the ues-40s to the other ues-40s and the procedure to conventional tur, and then the procedure was completed.

Manufacturer narrative:
The referenced ues-40s is planned to return to olympus medical systems corp (omsc) for eval, however, omsc cannot evaluate the ues-40s yet. The exact cause of the reported event could not be conclusively determined at this time. If add'l info is received, this report will be supplemented. Olympus stated the appropriate handling of the ues-40s and the counter measures against displaying error in the instruction manual. This report is being submitted as a medical device report in an abundance of caution.